Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The cause of the recurrent mitral regurgitation (mr) cannot be determined. Based on the available information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. B1, b2, h1: an adverse event related to the device did not occur. H6: health effect - clinical code: 4451 - removed.

Event description:
Subsequent to the initial report, additional information was provided. On (B)(6) 2021, transthoracic echocardiogram (tte) was performed and recurrent mitral regurgitation (mr) of grade 1-2. No serious adverse event occurred and no treatment was provided. Per study physician, the recurrent mr is not related to the implanted study clip. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for recurrent mitral regurgitation. It was reported that this was a mitraclip procedure, performed on (B)(6) 2021, treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted and the mr was reduced to grade 1+. On (B)(6) 2021, transthoracic echocardiogram (tte) was performed and recurrent mr of grade 1-2. No treatment was provided. No additional information was provided.